Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the center contact of the inverter card connector was unclipped. The contact was reconnected to address the issue. The device failed steps during testing. The device was recalibrated to address the issues. Conclusions: the device was repaired, but not returned to the customer, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator's display screen was defective. There was no harm or injury reported.